Event description:
The customer tested his blood glucose using his contour meters and received readings of 47 and 107 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. While customer service was getting information from the customer, the call was disconnected. Customer service attempted to call the customer back using the number provided, but was told that the customer did not live there. No product will be returned.

Manufacturer narrative:
The call ended before all of the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date or 510k number without the meter information.